Event description:
High pacing impedance, greater than 2000 ohms, was reported, and the lead was removed from service. No patient complications have been reported as a result of this event.

Event description:
High pacing impedance, greater than 2000 ohms, was reported, and the lead was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was removed from service three years ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data indicates high resistance/impedance. Other text : high pacing impedance, greater than 2000 ohms, was reported, and the lead was removed from service. No patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high.